Event description:
It was observed that during the device evaluation, the high flow insufflation unit's regulator unit was leaking gas. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, gas leakage from the regulator unit was found and the regulator unit had to be replaced. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.